Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown femoral neck system construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: huang, s. Et al (2023), comparison of femoral neck system and three cannulated cancellous screws in the treatment of vertical femoral neck fractures: clinical observation and finite element analysis, biomedical engineering online, vol. 22(20), pages 1-12 (china). The aim of this retrospective study was to compare the biomechanical and clinical results of two surgical methods for the treatment of vertical femoral neck fractures: femoral neck system (fns) and traditional three cannulated cancellous screws (ccs). During the biomechanical experimental part of the study, three vertical femoral neck fracture model for the finite element analysis, with angles of 55°, 65°, and 75° were developed. Two experimental groups were set up: the femoral neck system (fns) group and the cannulated cancellous screws (ccs) group. Each fracture group was tested under axial loads of 2100 n to measure the femur¿s displacement, von mises stress (vms), and its internal fixation components. The biomechanical result of the finite element analysis and clinical data of patients with vertical femoral neck fracture was collected. Secondly, cases of vertical femoral neck fractures with fns and ccs from the hospital from may 2019 to may 2021 were included in the clinical part of the study. A total of 42 patients (18 male and 24 female) with a mean age of 47.3 ± 6.8 years received femoral neck system (fns) treatment and 45 patients (20 male and 25 female) with a mean age of 49.1 ± 7.5 received cannulated cancellous screws (ccs) treatment. The mean follow-up period was 12 months. The following complications were reported as follows: fns group: biomechanical: when the pauwels angle was 55°, the maximum displacement of the internal fixation component of fns was 2.493 mm when the pauwels angle was 65°, the maximum displacement of the internal fixation components was 2.675 mm when pauwels angle was 75°, the maximum displacement of fns internal fixation components was 3.726 mm clinical: 6 patients had 5-10 mm (moderate) femoral neck shortening 1 patient had >10 mm (severe) femoral neck shortening 1 patient had non-union 1 patient had femoral neck necrosis this report is for an unknown synthes fns construct for (B)(4).